Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter was found to be broken. The catheter was removed and replaced. It was also reported during the implant procedure, the left ventricular (lv) lead was placed well but it fell off when the sheath was removed. A different sheath was used to complete procedure. The lv lead remains in use. No patient complications have been reported as a result of this event.